Event description:
Customer's mother reported a motor error alarm that had occurred before. She stated that the motor error alarms wer occurring during a bolus. The blood glucose reading was 158 mg/dl. She stated that the insulin pump was not dropped, bumped, or exposed to moisture or a strong magnetic field. She was assisted in clearing the alarm and was able to rewind the insulin pump. Customer was treated with manual injection. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.